Manufacturer narrative:
Included investigation conclusions.

Manufacturer narrative:
Added product information.

Event description:
Mogen clamp cut the foreskin.

Manufacturer narrative:
It was reported that "mogen clamp cut the foreskin instead of clamping it which allowed for excessive bleeding and need for intervention". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.